Event description:
It was reported that on (B)(6) 2011 the patient presented to emergency room after receiving multiple high voltage therapies due to noise in the lead. The lead exhibited a fracture. On (B)(6) 2011 the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.